Event description:
It is reported that a customer received a failed battery-test alarm on their insulin pump even after replacing the batteries with new ones. The patient's blood glucose level was 189 mg/dl at the time of the call. The customer's mother stated that there were no significant events that could have led to the issue. The customer's mother was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided

Manufacturer narrative:
The insulin pump passed functional testing. The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked case at reservoir tube window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.